Manufacturer narrative:
Investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 4094696 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 4094696. Retention samples from batch 4094696 were not available for investigation. There were three (3) photos submitted for investigation of this complaint. The first photo shows a sleeve of plates with no visible sleeve label. The second photo shows a sleeve of plates with a customer label in view. The third photo shows the top of a sleeved stack of plates from batch 4094696 with expiration 2024-07-29. There were no return samples received for investigation of this complaint. It is noted that this product is packaged into sleeves and labeled via an automated process. If a failure in the sleeve labeling process occurs, each plate of this product is labeled so the media type, batch number and expiration date are readily available. This complaint can be confirmed for missing sleeve labels. No complaint trend has been identified for labeling; no actions are indicated at this time per bd procedures. Bd will continue to trend complaints for labeling.

Event description:
It was reported prior to using bd bbl trypticase soy agar with 5% sheep blood (tsa ii), ctn. Of 100 plates that nine (9) sleeves were missing the product label. There was no health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter address: (B)(6). A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd bbl trypticase soy agar with 5% sheep blood (tsa ii), ctn. Of 100 plates that nine (9) sleeves were missing the product label. There was no health impact or consequence reported.